Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, the patient made a sudden move that dislodged the right ventricular (rv) lead resulting in loss of capture. As a result, another procedure was performed to reposition the lead. No adverse patient effects were reported.